Event description:
The user facility reported that during a surgical procedure the table reportedly moved into a flex down position without operator input. There were no procedural delays/cancellations or injuries associated with the reported event.

Manufacturer narrative:
The table subject of the reported event was installed in 1995, and is currently under steris service contract. A preventative maintenance inspection for the table was performed in (B)(4) 2013. A steris service technician arrived at the facility inspected the table and was unable to duplicate the reported event. During his inspection of the table, the hand control for the table was not present. The hospital stated they were not able to locate the hand control that had been used during the reported event. The technician tested the unit with a hand control from the trunk stock and the table responded correctly to all hand control commands during the evaluation.